Event description:
The customer observed a non-reproducible, falsely elevated vitros tropi es result obtained from a troponin I-free sample processed on a vitros eci q immunodiagnostic system. Troponin I free sample= 0.522 ng/ml versus expected <0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action, should they occur undetected on patient samples. The customer stated that no vitros tropi es patient results from the time frame of the event were in question. However, the investigation cannot conclude that patient sample results had not been affected or would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, falsely elevated vitros tropi es result was obtained from a troponin I-free sample processed on a vitros eci q immunodiagnostic system. Results of precision testing demonstrated that the vitros instrument was not performing as expected at the time of the event. After completion of service/repair activities acceptable vitros tropi es performance was observed. The assignable cause of this event is instrument related.